Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Internal pipeline was detached resulting in the front panel flickering. The foot of the device was missing. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the front panel of the device had a malfunction. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center confirmed an internal connection failure. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that this phenomenon was attributed to an internal connection failure. Aging deterioration may have caused the defect because 9 years and 10 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.